Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft was found to have migrated approximately 30mm and it was 30-35 mm below the level of the renal arteries with the presence of a proximal type 1 endoleak. The aortic neck had dilated to 27mm in diameter and it was reverse funnel shaped. The stent graft migration was attributed to the disease progression, reverse funnel shape and dilatation of the aortic neck. The patient was treated with additional aneurx and talent cuffs aortic cuffs and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention required). Eval: results: (disease progression, reverse funnel shaped and dilated aortic neck), (migration, endoleak). Conclusion: (disease progression, reverse funnel shaped and dilated aortic neck).